Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and inspections for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because the product was not returned for analysis and the device met specifications prior to shipment. Should the product become available at a later date, we will reopen the file.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Event description:
According to the initial information received, a 12mm amplatzer septal occluder (aso) was in the process of being implanted when the patient experienced an arrhythmia. The aso was retrieved, the patient was kept for observation and the implant was aborted. According to a recent update we received, the patient received hormonal drug therapy to treat the arrhythmia and remains under observation. Also, it was reported that the aso was thicker than usual and the tension between the discs was higher than usual. The aso is scheduled to be returned for analysis. When more information becomes available, an updated report will be submitted.